Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 155 mg/dl (mobile system 1, strip lot 278193) and 87 mg/dl (mobile system 2, strip lot 278160). Customer was using different strip lots on each system. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system 1 using strip lot 278193. Reference medwatch with patient identifier (B)(6) for the mobile system 2 using strip lot 278160.